Event description:
It was reported that the ventilator shut down while connected to a patient. The ventilator became disconnected from the external battery, shut down four times and the reset alarm displayed.

Event description:
The event occurred while the patient was being transported to dialysis. The ventilator shut off and then came back on three to four times within 100 ft. Of transporting. When the ventilator was plugged in, it would not turn off again.